Manufacturer narrative:
One (1) sample was returned for evaluation. Upon visual inspection, the returned set was noted to be disconnected at the bonded joint between the tubing and the distal caresite valve. Therefore, the reported defect was confirmed. There was minimal solvent residue able to be observed on the tubing. The ID of the valve and od of the tubing were measured and both met specification. Incidents of this nature are attributed to operator oversight during the manual assembly of the product. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. The batch record and our discrepancy management system database could not be reviewed as a lot number was not provided.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: it was reported that the set leaked during infusion. No injury reported.